Event description:
The facility representative reported a pump with failure code of 403:317:861:0000 during bio-med testing. According to the facility representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary:the device evaluation was completed and failure code 403 confirmed due to a defective user interface module printed circuit board (uim pcb). Service installed a new uim pcb and tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.